Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged due to the pt experiencing glare, which was worse at night. The pt also reported seeing diagonal marks that correspond with the diagonal marks on the lens. The lens was exchanged for the same model iol. In a f/u, the technician reported the event resolved following the exchange procedure. The surgeon felt the iol did cause or contribute to the event "probably a folding crease, the lens was not cracked".

Manufacturer narrative:
Eval summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damaged was observed. The lens was returned in a specimen cup in a clear watery fluid. Product history records were reviewed and all documents indicate the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used, an approved handpiece and viscoelastic. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on 05/08/2012 and 05/22/2012 by phone, fax, and mail. A completed questionnaire was rec'd on 05/23/2012. (B)(4).